Event description:
The customer received a blood glucose reading of approximately 69-70mg/dl on the breeze2. She felt lethargic, sleepy and weak. When she started feeling shaky she drank orange juice. The paramedics were called. Prior to their arrival, at 8:23am, she received a blood glucose reading of 167mg/dl on the breeze2. After the paramedics arrived they retested the customer and the reading was 411mg/dl. She was taken to the hospital and given 8 units of insulin along with crackers and juice. Strip information was not provided. A new meter was sent to the customer.